Event description:
It was reported that this right ventricular lead was surgically abandoned as it exhibited loss of capture. Reportedly, the lead also exhibited a change in thresholds due to patient condition. The lead was successfully replaced. No additional adverse patient effects.